Event description:
It was reported that a spectrum pump displayed an unspecified occlusion alarm. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found to meet specification with respect to occlusion alarms, which were not reproduced. Both upstream and downstream occlusion alarms were confirmed through a review of the event history log. The device was found to pass occlusion detection testing. The device was reworked to ensure continued accurate occlusion detection.